Manufacturer narrative:
The mcs tip cover accessory will not be returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci procedure, arcing from the mcs instrument with the mcs tip cover installed occurred. While there was no reported harm to the patient, recurrence of reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, arcing was observed and appeared to come through the monopolar curved scissors(mcs) tip cover accessory while installed on the mcs instrument. On (B)(4) 2015, intuitive surgical inc., (isi) contacted the initial reporter and obtained the following additional information: according to the reporter, during the surgical procedure on (B)(6) 2015, arcing was observed at the joint of the instrument about 30mins to an hour in the case; at the time the surgeon was dissecting. Reporter confirmed that there did not appear to be any obvious or evident damage to the tip cover; they were installed correctly by a very experienced scrub technician. They were operating only the coagulation function. Per the reporter, there was a strong possibility of instruments colliding which was also indicated by the first surgeon assistant; the surgeon was using the scissor and the pk dissecting forceps(bipolar energy). The energy was set on 40w-50w. The reporter indicated that there was no patient harm, adverse outcome or injury and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.